Event description:
Approximately four months following successful implant of excluder bifurcated endoprosthesis devices, CT scan confirmed the presence of a distal type 1 endoleak. At this time, no re-intervention to repair the endoleak has been performed.